Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited far p-wave over-sensing. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of far p-wave over-sensing. High voltage therapies were disabled as additional intervention to the previously applied programming changes. There were no patient consequences.